Event description:
It was reported a patient's right ventricular (rv) lead presented with overall decreased impedance and low sensing due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2023, in which there was tissue discovered in the lead helix. Post-procedure the patient was stable.